Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a blood glucose (bg) level of greater than 600 (mg/dl) and diabetic ketoacidosis at the beginning of (B)(6) 2016; however, no specific admission date was provided. Customer administered a correction bolus and insulin injections to treat bg levels; however, their bg levels remained elevated and the customer was later hospitalized. While in the hospital, customer was treated with intravenous fluids and insulin. Customer was discharged from the hospital a day and a half later. Recommendation was made to contact tandem technical support to perform troubleshooting for future bg events.

Manufacturer narrative:
Functional testing could not be performed as the device was unable to recognize pc.